Manufacturer narrative:
(B)(4). Eval, results: (occlusion), (moderate angulation with calcification of the aortic neck), (gortex graft). Eval, conclusion: (moderate angulation with calcification of the aortic neck), (gortex graft).

Event description:
A talent stent graft sys was implanted in a pt for the treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was long 5 - 6 cm in length, funnel shaped measuring 35 - 36 mm proximally (just below the renal arteries) and 28 mm distally, (just above the aneurysm sac) and moderate angulation with calcification. It was reported that the physician intentionally deployed the bifurcated stent graft low to allow room for deployment of the talent thoracic cuff. The thoracic cuff was inserted without a sheath on the right side and it was difficult to track to the intended landing zone. The physician started the deployment of the thoracic cuff stent graft to the renal artery; however, one of the apexes deployed misaligned and the physician was unable to pull the delivery sys down in fear of unsheathing the stent graft or pulling it into the flow divider of the bifurcated stent graft. The thoracic cuff was deployed with one bare spring misaligned. (Mfg 2953200-2010-02127) there was a good seal and no endoleak was present. The physician modelled the gate area of the bifurcated stent graft with a balloon, as there was a wrinkle in the fabric in the area without a stent. (Mfg 2953200-2010-02128) the physician also implanted 2 aneurx iliac limbs in this area to ensure patency of the stent graft. It was reported one month post stent graft implant the left iliac limb was occluded. The physician elected to perform a femoral to femoral bypass, however two days post femoral to femoral with a gortex graft; the gortex graft became infected and there was an infection in the groin as well. Three days later, the groin wound was debrided and a right iliac to femoral bypass was performed with a vein graft because the femoral to femoral bypass was infected. The physician also implanted an iliac extension on the right side. No additional clinical sequelae was reported and the pt is fine.